Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9/page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient was having a hard time receiving supplies from the vendor. The patient was sick at the time and the liver was pumping out more glucose causing the patient to go into dka. Patient was treated with fluid bags with intravenous, lancert, insulin, and prescription of medformin. They corrected the pump meter and upped the insulin by one (1) unit in the basal program. Patient¿s blood glucose (bg) levels reached 350 mg/dl while wearing the pod for about one (1) day on the infusion site (abdomen). Bg levels were 350 mg/dl before going to the hospital, patient took some medicine and 15 minutes later bg levels were 375 mg/dl. Patient was throwing up ¿20 hours straight so not able to check for ketones¿.